Event description:
Heart vessel leakage [haemorrhage coronary artery]. Case description: spontaneous report received on (B)(6) 2009 and (B)(6) 2009, from heart surgeon regarding (B)(6). One day after heart surgery and administration of one sheet of seprafilm in 2001, a second surgery was required, because of bleeding of a heart vessel. Seprafilm was found in place and was suspected cause of the leakage due to mechanical irritation. The intensity of the event was assessed as severe. The physician assessed the relationship between the event and seprafilm as definitely related. No further information is expected.